Event description:
The pt had been feeling ill "all week long." He reported that on friday, 10/08/1999, he began to lose his hearing and by that evening "I was completely deaf." At 7:30pm on 10/09/1999, a blood test on his one touch basic meter was 190 mg/dl. He went to the hosp where, 45 mins later, a lab result of 578 mg/dl was obtained. He was treated with insulin injection and released at 1am on 10/10/1999. The meter is cleaned with alcohol, a practice that is warned against in the product's instructions for use. Calibration status is unknown at this time. The rptr does not have a check strip.